Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number 119121267 showed four other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
Per biomed - kept giving negative deflection far from the sa node and caused them to get a chest x-rays. Happening with 4-5 different patients. This is for the third of five reported events.